Event description:
Pt pt had custom howmedica prosthesis implanted. Kinematic rotating hinge w/ 3" body and 8" stem. After using the toilet, pt attempted to rise and fell, prosthesis broke.x-rays indicated stem had broken 1 cm proximal to femoral body segment. Stem was removed with midas rex, femoral window & extractor. Frozen femur was used for strut to support window & femoral module. & curved long stem were cemented in place. Axle bushing and bumper were replaced. In surgeon's opinion incident may be due to possible metal fatigue due to pt size.